Event description:
The technician alleged the head section was drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and the head down valves to resolve the issue.